Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(4) 2013. [Name removed] called and said that this unit was running on a pt and the piston centering display seemed to disappear. He said that it seemed to run fine but the display was gone. He said that he found the unit on the settings of bias flow 20ipm, power at 2.0, it .33, hz 8.6, limit knob maxed and adjust knob about 2/3 over. He noticed that the piston centering knob was all the way over to the left and couldn't be turned anymore. He was able to adjust it back in and has had it running all day long without any issues and the piston hasn't drifted. He wanted to see if we could come out and check the unit out. The unit had a 3ohm upgrade, 12k pm and 7yr pm in (B)(6) of this year. He said that the pt eventually expired so he isn't sure if they swapped the unit out with another one etc. The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(4) 2013. "Spoke to [respiratory manager]. I asked her if she had any updated information. She stated that the settings on the unit were map 16, amps 28, it.33, hz10, bias flow 20ipm. She said what happened was the pt was already very unstable. They had to take the unit off the pt so they could hand ventilate the pt. They were able to get the pt more stable so they put the unit back on the pt. The pt seemed to be doing better, and chest wiggle looked fine. They then noticed that the piston centering was off the display. They thought maybe the light just went out on the display because the vent seemed to be functioning fine, chest wiggle was good etc. They decided to keep the ventilator on the pt. After about an hour or so, the pt expired. That is when the unit was taken off the pt. They then took it to biomed dept and she said that they turned the unit back on and the piston seemed to not be on the display but once she turned the piston centering knob, it came back on the display and she was able to center it. Unit is in biomed shop waiting for field rep to come on-site."

Manufacturer narrative:
On (B)(4) 2013, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event including the primary and secondary causes of death of the pt and a determination if the reported failure caused or contributed to the death. As of (B)(4) 2013, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following information concerning the eval of the device by the user facility is a summary documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The user facility biomed and respiratory manager evaluated the device, verified the complaint and determined that the piston centering knob was not properly adjusted by the attending medical staff as the root cause of the reported event. The user facility rep reported that the device has been operating without any issues since the piston centering knob was properly adjusted. The following information concerning the eval of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was not able to reproduce the reported failure of driver displacement indicator not displaying during use. During the eval, the carefusion field service rep noticed that the far right segment of the driver displacement indicator needed a slight adjustment. The carefusion field service rep adjusted the for right segment of the driver displacement indicator and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the unit was returned to the customer ready to be placed back into service. Based on the available information, carefusion has concluded that the performance of the device did not contribute to the reported event.